Manufacturer narrative:
The implant coil was returned for evaluation without the pushwire. The evaluation could not determine the cause of the event; however, the coil was found stretched and damaged and may have contributed to the reported event. The axium instructions for use (IFU) issues the following warning: "if axium detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." All devices are 100% inspected for damages and irregularities during manufacture. (B)(4)

Event description:
Treatment of an aneurysm located in the ica (internal carotid artery). On (B)(6) 2014, the patient underwent embolization treatment. During the procedure, it was reported the axium coil was not sitting properly inside the aneurysm and the operator decided to retrieve the implant coil. Upon removal of the coil, it detached and migrated into the mca (middle cerebral artery) where it was retrieved with a snare. The procedure was completed with another axium. No patient injury was reported as a result of the procedure.